Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient financial services received a notification that the customer has passed away. No further details have been provided. The date of death was not provided either. The insulin pump information has not been verified. The insulin pump information used in this medwatch report is the last known insulin pump to have been issued to the customer.